Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system which passed the recognition, engagement, and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that when applying the clip to the artery the tip of the large hem-o-lok clip applier instrument moved forward. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if the device was inspected prior to use. The issue occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The instrument did not remain static. The surgeon's movements did not scale appropriately to the instrument. The movement observed was greater than intended. The instrument did not move in the intended direction. The intended direction/movement was to close the jaw. The observed motion/direction observed was when closing the jaw while turning away from the camera. The timing of the instrument's movement was appropriate. No shakiness or friction was experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The clip applier was removed, and a different clip applier was used. No injury to the patient. The issue occurred about 2/3 of the case being done.